Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed, and there are no errors related to the customer complaint. The device was visually inspected and found that there are downstream occlusion (dso) seal cracked and upstream occlusion (uso) seal buckled. During functional testing, the customer reported complaint was not confirmed. Replaced dso seal and uso seal. Performed dso/uso sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the pump was failed in flow test during testing". During device evaluation, it was found the downstream occlusion (dso) seal was cracked.